Event description:
It was reported that the patient passed away. The cause of death was unknown. It was reported that the patient's outcome was not considered to be device or therapy related.

Manufacturer narrative:
Section a: patient age/date of birth and weight could not be provided. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the patient¿s outcome could not be conclusively determined through this evaluation. It was unknown whether the pump will be explanted or returned. It was communicated that due to hospital policy, no additional information will be provided by the account. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.